Manufacturer narrative:
D10. H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: 02-010-01-0230 - logic femoral ps cem left sz 3 4461926 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t 4490335 201-78-97 - 2 pk, schanz pin, 3mm x 145mm 4498526 a10012 - gps implant kit v2 4006016023

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, with no reported revision. There is no device information provided. No other patient information / medical history reported. No radiographic images of the device are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, component, and investigation clinical codes.